Manufacturer narrative:
The insulin pump was received with no button response due to open connector on lcd board. No button error alarms noted. It was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests due to keypad anomaly. Device had cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. Blood glucose value was over 600 mg/dl; treated with manual injection. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.